Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2019 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of short battery. There was no data in the pump histories from the time of the reported short battery life due to continued use of the pump. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage. During investigation, the pump current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged a power battery life issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unable to resolve it.